Event description:
Cardiac lead extraction case to remove leads due to valvular endocarditis. During extraction utilizing a 16fr glidelight the patient suffered from acute hypotension. A thoracotomy was done revealing an injury in the ra tip, the injury was repaired and epicardial electrodes were placed. The patient survived the intervention.